Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each and ran for 270 pulses, delivering several boluses, before deactivation. Investigation of the needle mechanism found no issues that would result in a needle mechanism failure.

Event description:
It was reported that the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the patient noted that the pink slide did not move forward, indicating a needle mechanism failure occurred. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.